Event description:
Revision was performed for complaint of pain and observation of possible tibial loosening on bone scan. No further information is available from the doctor or hospital." Spoke to rep. Intra-operatively, surgeon reported there was some implant loosening. A baseplate and 3x10 cs insert were revised to a baseplate with stem, 3x14 cs insert, and the patient's native (bone) patella was resurfaced.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.